Event description:
During the set up for a cardiopulmonary bypass procedure, the roller pump display blanked. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.